Event description:
Voluntary distributor report the sales representative reported on behalf of the customer that the sb836, endo pouch w/memory wire 3x6", was being used during a colicystectomy on (B)(6) 2021 when it was reported, ¿during a cholecystectomy operation laparoscopic, after the introduction of the bag sb836 for viscere extraction, we have observed the presence of a component of additional white plastic (similar to a cap) released to the bag in the abdomen. Being well visible we have immediately provided for its removal.¿ further assessment questioning found that the fragment was removed with a laparoscopic instrument. The procedure was completed with a 1-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. The patient went home as normal. This voluntary distributor report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report the sales representative reported on behalf of the customer that the sb836, endo pouch w/memory wire 3x6", was being used during a colicystectomy on (B)(6) 2021 when it was reported, ¿during a colicistectomy operation laparoscopic, after the introduction of the bag sb836 for viscere extraction, we have observed the presence of a component of additional white plastic (similar to a cap) released to the bag in the abdomen. Being well visible we have immediately provided for its removal.¿ further assessment questioning found that the fragment was removed with a laparoscopic instrument. The procedure was completed with a 1-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. The patient went home as normal. This voluntary distributor report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Update: added report number to f2. This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.